Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This report is being submitted to correct the operator of device field (d5) in section d, suspect medical device.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to difficulty in position and difficulty to use as this ra lead was in attempt to reposition, deploying and retracting the screw several times. Blood residue was noted on the stylet which resulted to difficulty in inserting into the lead lumen and removing. In addition, the thresholds were above 4.0 volts at 0.4 milli seconds. Eventually, the physician found the screw to be increasingly difficulty to extend and retract. This ra lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to difficulty in position and difficulty to use as this ra lead was in attempt to reposition, deploying and retracting the screw several times. Blood residue was noted on the stylet which resulted to difficulty in inserting into the lead lumen and removing. In addition, the thresholds were above 4.0 volts at 0.4 milli seconds. Eventually, the physician found the screw to be increasingly difficulty to extend and retract. This ra lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the operator of device field (d5) in section d, suspect medical device.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to difficulty in position and difficulty to use as this ra lead was in attempt to reposition, deploying and retracting the screw several times. Blood residue was noted on the stylet which resulted to difficulty in inserting into the lead lumen and removing. In addition, the thresholds were above 4.0 volts at 0.4 milli seconds. Eventually, the physician found the screw to be increasingly difficulty to extend and retract. This ra lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.